Event description:
It was reported that after a drill and a tap was used as bone preparation, the screw stripped inside the screwdriver. The whole screw was removed with a clamp. The hole was then redrilled and retaped. A second screw was again attempted to be inserted, the screw stripped inside the screwdriver again. A proximal 4 mm of the screw was cut off with a seated depth of 3/4 of the way implanted. The remainder of the screw was left inside the bone. It was reported that the implant seemed stable. Three additional chondral darts were placed in the osteochondritis dissecans (ocd). The patient has hard bone quality.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The devices were requested for evaluation but were not returned, just the empty packaging, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.